Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that as result of the valve revision, unspecified medication and hospitalization were required. The event resolved without sequelae.

Event description:
Additional information received indicated that approximately 6 years and 3 months following the valve implant worsening fatigue and shortness of breath developed. Approximately 3months later a transesophageal echocardiogram (tee) and cardiac catheterization were performed and identified severe aortic insufficiency. Stenosis was also reported. The patient was admitted 50 days later for the transcatheter valve replacement. A medtronic surgical valve replaced the explanted transcatheter valve. Vasopressor and inotrope support was required. A transfusion of 4 units of packed red blood cells, 4 units of fresh frozen plasma, 3 packs of platelets, and 4 packs of cryoprecipitate were delivered. The event resolved 9 days following the valve replacement. The patient was discharged this same date.

Manufacturer narrative:
Updated data: b2, b3 (estimated), b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previously reported blood products provided were required due to acute surgical blood loss and anemia.

Manufacturer narrative:
Updated/corrected data: b1, b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the acute surgical blood loss and anemia occurred on the day of the surgical aortic valve implant. The patient was taken back to the operating room for evacuation of hematoma and blood transfusions. The acute surgical blood loss and anemia resolve the same day.

Event description:
Additional information received noted post-operative the previous reported valve revision coagulopathy and hemodynamic instability occurred which required the vasopressor support and the related blood product transfusions. There was concern for cardiac tamponade which required the return the operating room the same date. As reported and confirmed, cardiac tamponade did not occur.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years and 10 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted and a surgical aortic valve replacement was performed due to an unspecified reason. No additional adverse patient effects were reported.